Event description:
It as reported that when the customer was trying to deliver a bolus and the numbers on the insulin pump were scrolling and would not stop. The caller stated that the customer removed the battery and placed it back into the device and the insulin pump started alarming button error. The customer's blood glucose was 377 mg/dl. The caller stated that the buttons of the device were stuck. The caller stated that the customer was using their father's insulin pump. The original owner of the pump - the customer's father - had been deceased for several years. The customer had another insulin pump that needed to be programmed. The customer was waiting for their training. The discontinuation of the alarming insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.